Event description:
It was reported that the foley balloon did not inflate and catheter fell out on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon did not inflate and catheter fell out on the day of use. Per follow up via ibc on 05oct2022, foley catheter fell out due to probably water leakage and it looked that the catheter was broken from the photo sample.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.